Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported that she drove the unit off a curb, and she was not wearing a seat belt. The owner's manual warns against operating the equipment on uneven surfaces and without the use of a seat belt.

Event description:
The end user reports while operating the power wheelchair she drove off a curb and allegedly fractured her right leg as a result of the incident. The end user was not wearing a seat belt.